Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for repair of an incisional ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number 0010303, lot number huva0597 was implanted to repair the hernia defect. It is alleged that ater on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was allegedly defective, failed and "caused damage to his internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent surgery for repair of an incisional ventral hernia. As reported, a bard/davol ventralex hernia patch mesh, reference number (B)(4), lot number huva0597 was implanted to repair the hernia defect. It is alleged that ater on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch because the mesh was allegedly defective, failed and "caused damage to his internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incisional ventral hernia (x2) thereby underwent open repair with the implant of ventralex mesh (device #1) and ventrio mesh (device #2). Per operative notes, ¿the compound hernia sac was found and freed from attachments. Found additional defect inferiorly and anteriorly. Previous mesh that had been stapled had pulled apart. Exposed the fascial defect and put a large piece of ventralex oval mesh (device #1) circumferentially. The inferior ventral defect with incarcerated bowel and omentum were dissected. The fascial defect in the subxiphoid was much smaller, it was able to fully be occluded with a large ventralex kugel patch (ventrio - device #2) and sewed.¿ (note, no product identifiers provided for previous mesh). (B)(6) 2014 - during hospital visit patient was diagnosed with hernia recurrence. (B)(6) 2014 - patient was diagnosed with incarcerated recurrent ventral hernia (x2) and abdominal pannus thereby underwent repair with explant of the dislodged mesh (device #2), lysis of adhesions and panniculectomy. Per operative notes. ¿fair amount of small and large bowel incarcerated ventral hernias was encountered at the right side below umbilicus and in the midline into the left. A previously placed kugel mesh (ventrio - device #2) was found and removed. The fascial defect was repaired with a biological mesh.¿ (note, there was no mention of device #1 during the procedure). (B)(6) 2015 - patient was diagnosed with small and infraumbilical hernia recurrence below the previous repair site. (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralight st (device #3). Per operative notes ¿hernia defect located mostly on the left and had multiple defects of at least 4 defects communicating with 1 large defect in middle. All the defects were connected to a large defect and repaired with polypropylene mesh with physiologic barrier (ventralight st - device #3).¿ (note, there was no mention of device #1 during the procedure). (B)(6) 2020 - during hospital visit patient was diagnosed with recurrent abdominal hernia. (B)(6) 2020 - patient was diagnosed with recurrent large ventral incisional hernia and panniculitis thereby underwent repair with explant of old mesh (device #1 & #3) and panniculectomy. Per operative notes, ¿a large ventral hernia found between anterior rectus sheath bilaterally, required a bilateral component separation in order the reconstruct the anterior abdominal wall and to provide facial closure. All adhesions throughout the abdominal cavity were lysed. A piece of biological mesh was then used in retrorectus space and sutured.¿ (note, it was unclear which was explanted during the procedure). Attorney alleges that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided, to correct the manufacturing date, event and explant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about several years post implant of ventralex mesh patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with explant of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the mesh - ventralex (device #1). Additional emdrs were submitted to represent the ventrio mesh (device #2) and ventralight st mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.